Event description:
Patient reported through patient's representative "ruptured, silicone leakage and reactive axillary lymphadenopathy". This record is for the right side. The device has been explanted and replaced by unknown manufacturer¿s device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.